Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 475 mg/dl which was treated with insulin pump. Customer's other blood glucose level was 433 mg/dl. Customer experienced symptoms such as nausea, vomiting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. During troubleshooting for high blood glucose level, the infusion set had a bent cannula when remove. The insulin pump will not be replaced.